Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation nrg transseptal needle was selected for use. It has been mentioned that the needle had an appearance abnormality. The needle damage was noticed during unpacking. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning as it was discarded in facility.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of damaged needle. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation nrg transseptal needle was selected for use. It has been mentioned that the needle had an appearance abnormality. The needle damage was noticed during unpacking. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning as it was discarded in facility.